Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had difficulty recharging. The patient was able to connect to the ins for a recharging session, but the recharger would not connect with more than 2 bars. At the time of the call, the caller was able to get a normal recharging session started, but zero coupling bars were displayed. The caller stated the battery seemed superficial. Sometimes the patient thinks they can¿t feel the battery very well in the pocket. When pressing on the ins, it moves a little, but it did not feel loose in the pocket. The rep attempted an antenna locate feature to find the best position for recharging and the numbers were 50-50-54. The rep reported that this changed when the patient had the flu and was coughing a lot. The rep was going to try another recharger to see if they had the same communication issues. The rep was going to talk to the healthcare provider (hcp) about the possibility of a flipped ins. The rep called back and stated they tried another recharger and still could only get 2 bars. The rep said they did an x-ray and the ins was left flank. The rep stated the ins appeared flipped as the leads were exiting the header block counter clockwise. The rep thought it was a pa view and believed it was flipped, but they were going to confirm the x-ray with a tech. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the ins was confirmed to be flipped. The managing healthcare physician referred the patient to the implanting physician. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated that the patient will be having a revision on (B)(6) 2018 to move the ins pocket and fix the flipped battery. The rep also added that the patient¿s spouse called on (B)(6) 2018 to notify them that the patient was in the hospital with numbness on their left side when they lay, where the ins is implanted. The rep spoke with the patient the day prior to the report, and the patient is doing much better. No further complications were reported or anticipated.